Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had his scs ipg replaced as the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.